Manufacturer narrative:
The returned device was evaluated. During evaluation, the battery was able to charge to 100%; however, it reduced to 50% in approximately five (5) minutes. The low battery alarm displayed at eight (8) minutes. A service history record review reveals that this unit was in the field for over one (1) year with no previously reported issues.

Event description:
It was reported the device was not holding a charge and would only last approximately 10 minutes. There is no report of any patient impact or consequence as a result of the issue.